Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt's info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B) (6) 2006 and that the pt was revised on (B) (6) 2009 due to loosening. The surgeon doesn't recognize this event as a complaint.